Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and software reloaded. Also, the printer circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to display images. No report of patient injury.